Event description:
Burns with burn blisters on back and belly/the blisters filled with fluid meanwhile and itch, burn and hurt [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. On friday ((B)(6) 2019) the patient used four heatwraps from one package on the lower and middle back area and on the belly. The patient experienced burns with burn blisters on back and belly in (B)(6) 2019. The blisters filled with fluid meanwhile and itch, burn and hurt. The patient will return the remaining two heatwraps to pharmacy. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included: severity ranking: s3 - serious, injury which could result in the need for medical treatment and hospitalization. The citi search returned a total 65 complaint for the arthritis neck shoulder/ wrist (nsw) 12 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The complaints were evaluated to identify any potential trends. There was an increase of complaints for the subclass for the month of february 2019, this increase is related to a seasonality change. An evaluation of the 36 month trend chart did not show an increase over time. Base on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 12hr products. Refer to the attached 36 month trend chart for july 2016 - july 2019. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (20aug2019): new information received from product quality complaints (pqc) group included: severity ranking of s3. Follow-up (17sep2019): new information received from product quality complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: to update suspect product name in narrative. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The citi search returned a total 65 complaint for the arthritis neck shoulder/ wrist (nsw) 12 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The complaints were evaluated to identify any potential trends. .there was an increase of complaints for the subclass for the month of february 2019, this increase is related to a seasonality change. An evaluation of the 36 month trend chart did not show an increase over time. Base on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 12hr products. Refer to the attached 36 month trend chart for july 2016 - july 2019. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burns with burn blisters on back and belly/the blisters filled with fluid meanwhile and itch, burn and hurt [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. On friday ((B)(6) 2019) the patient used four heatwraps from one package on the lower and middle back area and on the belly. The patient experienced burns with burn blisters on back and belly in (B)(6) 2019. The blisters filled with fluid meanwhile and itch, burn and hurt. The patient will return the remaining two heatwraps to pharmacy. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included: severity ranking: s3 - serious, injury which could result in the need for medical treatment and hospitalization. Additional information has been requested and will be provided as it becomes available. Follow-up (20aug2019): new information received from product quality complaints (pqc) group included: severity ranking of s3. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The citi search returned a total (B)(4) complaint for the arthritis neck shoulder/ wrist (nsw) 12 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The complaints were evaluated to identify any potential trends. .there was an increase of complaints for the subclass for the month of february 2019, this increase is related to a seasonality change. An evaluation of the 36 month trend chart did not show an increase over time. Base on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 12hr products. Refer to the attached 36 month trend chart for july 2016 - july 2019. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged

Event description:
Event verbatim [preferred term] burns with burn blisters on back and belly/the blisters filled with fluid meanwhile and itch, burn and hurt [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. On friday ((B)(6) 2019) the patient used four heatwraps from one package on the lower and middle back area and on the belly. The patient experienced burns with burn blisters on back and belly in (B)(6) 2019. The blisters filled with fluid meanwhile and itch, burn and hurt. The patient will return the remaining two heatwraps to pharmacy. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included: severity ranking: s3 - serious, injury which could result in the need for medical treatment and hospitalization. The citi search returned a total 65 complaint for the arthritis neck shoulder/ wrist (nsw) 12 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The complaints were evaluated to identify any potential trends. .there was an increase of complaints for the subclass for the month of february 2019, this increase is related to a seasonality change. An evaluation of the 36 month trend chart did not show an increase over time. Base on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation for nsw 12hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (20aug2019): new information received from product quality complaints (pqc) group included: severity ranking of s3. Follow-up (17sep2019): new information received from product quality complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.there was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns with burn blisters on back and belly/the blisters filled with fluid meanwhile and itch, burn and hurt [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. On friday ((B)(6) 2019) the patient used four heatwraps from one package on the lower and middle back area and on the belly. The patient experienced burns with burn blisters on back and belly in (B)(6) 2019. The blisters filled with fluid meanwhile and itch, burn and hurt. The patient will return the remaining two heatwraps to pharmacy. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.